Manufacturer narrative:
Concomitant medical products: product ID: 387445 lot# v845187, implanted: (B)(6) 2011, product type: screening device. Product ID: 3550-39 lot# n309388, implanted: (B)(6) 2011, product type: accessory. Product ID: 3550-39, lot# n307890, implanted: (B)(6) 2011, product type: accessory. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that on (B)(6) 2013, the patient was seen and it was noted that for the past month they experienced intermittent, sudden jolts of uncomfortable stimulation in their right leg and was not getting consistent beneficial stimulation throughout the entirety of the right leg into the foot. They had also complained of neck pain as well as upper extremity paresthesias and weakness. The weakness was greater on the left upper extremity. It was noted that the patient had numbness and tingling in all digits in both hands. They also had weakness with difficulty opening jars. The patient also described leaning on their right arm and having symptoms down the left arm and the opposite when leaning on their left arm. They had pain with right greater than left rotation which was described as a pulling sensation. Analysis was completed and reprogramming was performed and provided stimulation that was significantly more comfortable and beneficial with the following settings: there were 2 programs on groups a: program 1 had an amplitude of 1.85 volts, pulse width 270 us, rate of 70 hz with electrodes as follows = 2 (anode), 3 (cathode), and 4 (cathode), and 5 (anode). Program 2 had an amplitude of 2.25 volts, pulse width 450 us, rate of 35 hz, with electrodes as follows = 8 (cathode), 9 (anode), 10 (cathode), 11 (anode), 12 (anode), 13 (cathode), 14 (anode), and 15 (cathode). Program 2 had an amplitude of 1.2 volts, pulse width of 450 us, rate of 70 hz with electrodes as follows = 8 (cathode), 9 (anode), 10 (cathode), 11 (anode), 12 (anode), 13 (cathode), 14 (anode), and 15 (cathode). If additional information is received, a follow-up report will be sent. See manufacturer's report # 3004209178-2015-17428 for the patient's other device issue